Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient underwent primary left tka on (B)(6) 2017. Patient fell and had a periprosthetic fracture (b2) of the distal femur. Was revised on (B)(6), 2022. All components exchanged except patella.

Event description:
Patient underwent primary left tka on (B)(6) 2017. Patient fell and had a periprosthetic fracture (b2) of the distal femur. Was revised on (B)(6) 2022. All components exchanged except patella.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a primary left total knee arthroplasty and subsequently had a fall causing a periprosthetic fracture. This was treated with a revision procedure and insertion of a cemented distal femoral replacement. I can confirm that the patient had a primary total knee arthroplasty and that he sustained a comminuted fracture of the left distal femur just above the implant since I was able to review the pre-revision x-rays. I was also able to review the primary total knee arthroplasty operation report as well as the revision operation report. Therefore I can confirm the revision as well. I also was able to review the post revision x-rays. The root cause of this event I believe can be determined with certainty. The patient was apparently doing well until he sustained a traumatic fall which caused the fracture. I would not assign any causality to the implant itself. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.